Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and impedance issues. The patient was reported to have experienced a syncopal episode. A revision procedure was performed, and this lead was surgically abandoned and replaced. No additional patient effects were reported.